Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead: (B)(6) 2009. 5568 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device did not last four years, reaching elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.